Event description:
In 2008 the pt's wife and son-in-law reported the pt had elevated blood glucose readings today of 211 mg/dl to 337 mg/dl with his current reading being 296 mg/dl. The pt's normal range is 83-100 mg/dl. The pt is "grouchy" when his readings are elevated and he treated his readings by bolusing insulin through his insulin infusion device and, when his readings did not decrease, by giving himself an insulin injection. The pt and his wife tried to change the cartridge on the pt's infusion device but were unable to do so and the pt switched to his backup infusion device. The son-in-law came over to help change the cartridge but he could not get the piston rod to retract and so called for assistance. While on the call, the son-in-law was assisted in changing the cartridge and successfully putting the pt's primary device in run. During troubleshooting, the pt's time and basal rates on his device were checked and confirmed to be accurate. No alarms or occlusion messages were given. The pt changes his infusion headset every 3 days and his tubing every 6 days. He was advised to change his headset every 2 days. Troubleshooting did not find any prod issues. The pt was advised to switch back to his primary infusion device. On f/u on six days earlier, the pt's wife stated the pt's blood glucose has returned to his normal range with his morning reading being 111 mg/dl. She stated he is feeling fine. The pt did not require assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.